Event description:
It was reported that a tsb35 was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the instrument does not fire, not opened. There was no consequence to the pt. 06/16/1998 message from affiliate. The device could not be opened after inserting it through the trocar. It also could not be fired.